Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was to be implanted within a cancer patient on (B)(6), 2010. According to the complainant, the stent system was positioned in the patient's left bronchus. The deployment suture was pulled and the stent was partially deployed about half a centimeter. After a few knots were released however, strong resistance was felt which caused the catheter to bow. This image was seen within the radiograph. The device was removed and the procedure was completed with another ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (stent partially deployed / strong resistance / catheter bowing).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal loops of the metal stent were deployed. There was also slight bending of the shaft, proximal to the stent. No issues were noted with the crochet stitches at the point of release from the stent. A functional evaluation was performed, and during analysis it was possible to retract the deployment suture and fully deploy the stent without resistance. No issues were noted with the profile of the deployed stent. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was to be implanted within a cancer patient on (B)(6), 2010. According to the complainant, the stent system was positioned in the patient's left bronchus. The deployment suture was pulled and the stent was partially deployed about half a centimeter. After a few knots were released however, strong resistance was felt which caused the catheter to bow. This image was seen within the radiograph. The device was removed and the procedure was completed with another ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.